Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the charged coupled device due to component failure of the charged coupled device; dented outer tube due to component failure of the outer tube; and image has noise due to the damaged charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited an image issue (black image) during service / maintenance. There were no reports of patient involvement.